Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Unique identifier (UDI) number not applicable. Additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was loss integration due to implant fracture (coronal pin) at tooth site #14. Therefore, the implant was removed.

Manufacturer narrative:
(B)(4).

Event description:
No further event information is available at the time of this report.